Event description:
Updated summary: customer alleged basal rates were not programmed in the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose running high for months and reported blood glucose of over 400 mg/dl during a hospital visit where treatment was delayed. The customer treated the high blood glucose with manual insulin injections. The event involved product(s) mmt-7040a, mmt-342 , mmt-431ag, mmt-1884. Troubleshooting was partially performed for high blood glucose event, as the customer declined further troubleshooting. It was unknown whether the customer was using the auto mode or smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed, and the customer reported issues with smartguard updating, which occurs when the pump was recently turned on, settings were cleared, or the pump has been suspended for more than 4 hours. The customer was advised to monitor the pump, as the updating process may take up to 5 hours, and to change the infusion set. No further patient complications were reported. No product return is required for mmt-1884.